Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 329 mg/dl. The customer has been drinking of a lot of ice water. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. The customer was ok and declined to troubleshoot for high blood glucose. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 44 mg/dl. The customer got a low reservoir during priming out air bubbles. The customer had clear the alarm and 19.2 units left in her reservoir. The customer woke up with low blood glucose and she was sick and didn't eat a lot. The customer was sweating and a little shaky. The customer declined to troubleshoot.